Manufacturer narrative:
Nihon kohden orangemed llc will submit a supplemental report if additional information becomes available.

Event description:
It was reported that the respiratory therapist placed the patient on the nkv-330 ventilator. Despite being properly set up on the patient, the ventilator showed a leak around 140 lpm and kept alarming 'circuit disconnect.' There was no harm to the patient, who was placed on another ventilator.

Manufacturer narrative:
Evaluation completed. See attached failure investigation summary report.